Event description:
Per (B)(6) email: it was reported that the pump was alarming no disposable on both pumps. Unsuccessful troubleshooting prior to call. Cassette number 2, received 04/06/2022. No further details provided.